Manufacturer narrative:
(B) (4). Literature article citation: shen et al. Pseudoarthrosis in multilevel anterior cervical fusion with rhbmp-2 and allograft. Spine 2010; 35:747-753. (B) (4) - pseudoarthrosis. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an acdf from c2-c7 with a c4 corpectomy due to cervical spondylotic myeloradiculopathy, cord signal changes on MRI and anterior listhesis of c2 on c3 and kyphosis. Rhbmp-2/acs was used along with an anterior locking plate with variable angle screws. Following surgery, the pt's neck disability index score improved from 28 before surgery to 2 after surgery. Approximately 1 yr post-op, the pt presented with numbness and pain in the left arm and hand. She had evidence of a pseudoarthrosis at c6-c7, anterolisthesis of c7 on t1, and a pedicle stress fracture at c7. Revision surgery was required. The pt underwent a posterior spinal fusion with instrumentation from c5 to t1 with an acdf at c1-t1 18 months after the initial surgery. Following the revision surgery, the pt's pain resolved and her sensation returned to normal.